Event description:
(B)(6) 2010, spinal motion, inc. (B)(4). In (B)(6) 2008, my husband was part of a clinical study in (B)(6) and had the kineflex artificial disc surgically placed in his lower back by dr. (B)(6). This has been a total nightmare. After suffering with chronic pain for the past two years something needs to be done to repair this procedure. Unable to afford our home in (B)(6) we sold it and relocated to (B)(6) - population 11 - so that we could possibly afford to live on my early retirement from (B)(6). After about 1 1/2 years, he was awarded his disability but he has continued to worsen. At this point, besides the chronic pain, he stumbles, falls, loses his balance, has migraines, has high blood pressure, very limited and painful mobility, needs help with routine dressing, hygiene, etc, swollen ankles, night sweats, area where surgery was performed hot to the touch. In an attempt to rectify this situation we made appointments with 2 different orthopedic surgeons in (B)(6) and received one message on an answering machine stating "we have cancelled your appointment because after reviewing your MRI and CT, we have nothing to contribute." The other one simply would not make an appointment. About 2 months ago, as a favor to my pain mgmt physician, dr. (B)(6), orthopedic surgeon in (B)(6), (B)(6) agreed to see (B)(6). He stated that because of his facets he should have never had this surgery. He said he would get his nurse to set up spinal injections, and we could talk about fusing the area. At this time, we have not been set up for anything. I contacted (B)(6) to transfer (B)(6) case to (B)(6) because after traveling back to (B)(6) for his second yearly f/u, dr. (B)(6) came into the room shook (B)(6) hand and said "sorry, you have failed back syndrome" and walked out of the room. We feel as if spinal motion has left us out in the cold. No solution of any kind was offered or not even an indication of concern was displayed. (B)(6) is (B)(6). In 2008, before this surgery, our annual income was over (B)(6). Last year, our adjusted gross income was (B)(6). It is not the fact that this surgery totally took away 10-15 years of (B)(6) income, but the physical and mental condition that this has left him in is unacceptable. When I contacted (B)(6) in (B)(6) to inquire about the review of (B)(6) medical records, she stated that she had not received them from (B)(6). I then called (B)(6) and was told by (B)(6) ((B)(6)) that she was waiting for a box from (B)(6) that the files would fit into. Over two months? I called (B)(6) back and informed (B)(6). (B)(6) and within 30 minutes got a call from (B)(6) stating the records had been sent. In the meantime, we applied for assistance with the (B)(6) since (B)(6) served in the (B)(6). When we were approved and met with the (B)(6) physician, we were told that what had happened to (B)(6) was criminal. They gave us the names of four attorneys to contact. It is not our intent to start a legal case but to provide some type of relief to (B)(6) misery. He takes 3 60 mg oxycodone and 8 30 mg oxycontin along with muscle spasm, for violent arm and leg jerks, anti-depressant, etc. We feel that spinal motion should carry some responsibility in this matter and hope that if we ever get an appointment in (B)(6) they will provide the arrangements so hopefully we can get some relief. We had another physician tell us that it is possible that (B)(6) body is rejecting the apparatus, due to the swelling, sweats, fever, high blood pressure, pain. The rep in (B)(6) said it was very dangerous to remove the artificial disc and a possibility would be to fuse around it. If the disc itself is causing the problem, what then? We are desperate and feel that having this surgery was the biggest mistake of our lives. We called and spoke to several participants in this clinical study, but were never given the indication by any of them they had this difficult of a time. The bedside manner of the attending physician investigator in (B)(6) was cold and callus. He was totally unaffected by our situation. During the surgery, he came to the waiting area with his scrubs on and demanded "why did you not tell us he had respiratory problems? He died on the table.. We were able to get him back". I just sat there dumbfounded. You will not find this fact or info in the medical records because somehow it never made it there. He told me, he was up to his elbows inside of (B)(6) during the surgery and it was a very difficult procedure. We had discussed prior to surgery that if he encountered any problems to turn back and stop the procedure. Now we wish we had never listened to his "advertisement" for the disc. It was like talking to a used car salesman. She's a real beauty. After you drive it off, you are on your own! Please advise as to what you can recommend at this time. We are simply out of options, alone in the dark with no beacon of light to lead us. Thank god for prayer and faith that somewhere, sometime, someone will care enough to help. Sincerely, (B)(6).